Manufacturer narrative:
The vessel sealer instrument was returned for evaluation. Failure analysis did not confirm the customer reported complaint. The instrument passed electrical continuity and self-check testing. The instrument was installed on an in-house system and passed energy activation with no occurrences of error codes or error messages. A wet paper towel was held between the instrument's grips and it began to steam when the seal pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The knife slot was inspected and found to be within specification. Grip force testing of all wrist orientations were found to be within specifications. The instrument passed the electrode gap test and the gap was found to be within specifications. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted colon resection, the vessel sealer instrument did not seal the patient's tissue. While there was no report of any patient harm, recurrence of the reported failure mode could cause or contribute to an adverse event if the failure mode was to recur. It is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci assisted colon resection procedure, the endowrist one vessel sealer instrument would not seal. There was no report that any fragment(s) from the instrument fell into the patient and there was no report of any patient harm, adverse outcome or injury due to the sealing issue. The planned surgical procedure was completed. On (B)(6) 2016 the nurse who reported this complaint provided the following additional information. The vessel sealer's cut function worked, but the sealing function did not. The target tissue attempted to be treated was mesentery and attached to the sigmoid colon and was less than 7mm in size. The tissue characteristics were described as vascular and fibrous. Thermal spread was not observed at the target tissue. Audible notes were heard coming from the erbe generator during the sealing cycle. Audible tones were also heard coming from the erbe generator at the end of the sealing cycle. No error codes were displayed from the system or the erbe generator.